Event description:
Subsequent to the initially filed MDR, the device size is 2.0x33mm xience sierra and not a 2.0x38mm xience sierra. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Part number changed from 1500200-38 to 1500200-33. Correction: MFR site - reg#. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that before use, the stent implant of a 2.0x38mm xience sierra stent delivery system dislodged during removal of the protective sheath. The device was not used and there was no patient involvement. A 2.0x33mm xience sierra was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.